Event description:
Patient with a triple lumen catheter was having blood drawn by lab. The tlc cap was b-braun ultralite valve. The access device was a saf-t holder device that holds lab blood specimen tubes. After lab tech drew the blood she requested rn to flush line. Blood was oozing from the ultrasite valve. Rn unable to access ultrasite valve due to obstruction. Saf-t holder device had broken off in the ultrasite valve. Valve replaced.